Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The returned sensor was de-cased and visual inspection has been performed on pcba (printed circuit board assembly) and no issue were observed. The returned battery was measured and all results were within specification. Observed the sensor having an issues communicating with the evaluation module (evm) after de-casing. An extended visual inspection was also performed on the returned de-cased sensor and observed that the molex connector was detached from the pcba (printed circuit board assembly) during the de-casing process. The connector was re-soldered to the pcba. However, the sensor remains unresponsive. Returned battery voltage was measured to be within specification range. Attempted to re-program the returned sensor, observed near field communication (nfc) command error. Adc is unable to perform further testing at this time due to damage during de-casing. Therefore this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device.

Event description:
A high readings issue was reported with use of the adc device. Customer received an unspecified high result on the sensor and experienced sweating, dizziness, loss of consciousness, seizure and a fall. Ambulance was and customer was taken to hospital where they received unspecified treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received an unspecified high result on the sensor and experienced sweating, dizziness, loss of consciousness, seizure and a fall. Ambulance was and customer was taken to hospital where they received unspecified treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.